Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle separated from the bd phaseal¿ protector (p50 multi) during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a missing air vent needle of protector. According to the customer's report, before use, the hcp discovered that there was no air vent needle on the protector." "Correct event description is as follows. When the hcp tried to connect p50 with using m12, the hcp found difficulty connecting to vial. Then needle on p50 was detached."

Manufacturer narrative:
H6: investigation summary samples and photos of a protector was provided to our quality team for investigation. Upon visual inspection, it is noted that the cannula is missing from the needle housing. Further evaluation identified damage to the housing to vial engagement pins. Retained samples from the same lot was evaluated, after a visual inspection protectors requested , no issues were found. No needle bent or detached from the protector could be observed in any of retained samples received. A review of the device history was performed for the reported lot 2104106 , no deviations or nonconformities were identified during the manufacturing process that could have contributed to this problem. The product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that the cannula is properly centered, assembled and there is no damage or other defects to the cannula and the part itself. Based on the quality team's investigation and evaluation of the sample, it appears that in this incident, during connection to the m12, the shroud was tilted, which caused the needle to be ejected from the housing and damaged the housing pin leading to the needle detaching from the shroud. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the needle separated from the bd phaseal¿ protector (p50 multi) during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a missing air vent needle of protector. According to the customer's report, before use, the hcp discovered that there was no air vent needle on the protector." "Correct event description is as follows. When the hcp tried to connect p50 with using m12, the hcp found difficulty connecting to vial. Then needle on p50 was detached."